Manufacturer narrative:
Analysis of the pump found the pump motor with gear train anomalies of corrosion and-or wear and-or lubrication and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Returned paperwork was received with a device that had no documentation of an allegation or a complaint and underwent routine analysis. Per the logs, the pump was infusing dilaudid (750.0 mcg/ml at 250.03 mcg/day), clonidine (75.0 mcg/ml at 25.003 mcg/day), and bupivacaine (15.0 mg/ml at 5.001 mg/day). The indication for use was noted as cervical radiculopathy and non-malignant pain. No patient symptoms were reported.